Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt, check te pad messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to trunk cable being pulled, opening the pulse wires in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient experienced "adjust belt" and "check therapy pad" messages.